Event description:
It was reported that the pt had a neurostimulator which was explanted two days after implant due to shocking and jolting. The pt recovered without sequela. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.